Event description:
It was reported that a spectrum pump displayed a "door latch message." It was also reported tghere was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the "door latch message", which was reproduced as a door not fully latched alarm. The message were found to be caused by loose link screws. The screws were replaced.